Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a draining, blistered, red, and painful skin irritation with some indentations. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to adjust the garment away from the area and nurse applied a foam and bandage for the skin irritation. Follow up indicated that the skin irritation improved.